Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On (B)(6) 2010, the pt who was admitted with subacute renal insufficiency and unstable angina was scheduled for a cardiac catheterization. At 1100, as a renal prophylactic measure during the cardiac catheterization, line a of the device was programmed to deliver sodium bicarbonate 150 meq/1000 ml, at a rate of 195 ml/hr, with a vtbi (volume to be infused) at 195 ml, a one hour callback and the delivery was started. It was reported that one hour later, the nurse went into the pt's room and noted the device displayed a rate of 832 ml/hr and that approx 700 ml of "bicarb was missing from the bag." It was reported the nurse stopped the delivery and the device was removed from clinical service. The physician was notified. It was reported that the cardiologist, "decided to treat conservatively, evaluate serial bun/creatine levels, and wait to cath him once we knew his renal function was stable and had not worsened." The sodium bicarbonate therapy was discontinued. On (B)(6) 2010, at an unspecified time, the sodium bicarbonate therapy was resumed using a replacement device. It was reported the cardiac catheterization was completed on (B)(6) 2010. The results of the cardiac catheterization found the right coronary artery was 99% occluded and a successful percutaneous intervention with stent placement was completed. The pt was discharged on (B)(6) 2010. Although there was potential for serious injury, the customer contact indicated there were no adverse pt effects. Though requested, no add'l info was provided.